Manufacturer narrative:
Examination results verify the complaint and suggest that this event is an isolated case and likely associated with abnormal handling of the packaged product.

Event description:
The inner seal of the package was broken. Another device was readily available and implanted without incident. There was no adverse consequence for the patient or delay in surgery or anesthesia time.